Manufacturer narrative:
One medfusion 4000 pump was received for the evaluation of the reported event. The pump was received with both seals intact. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The error history log, ehl, showed depleted battery. To further investigate the reported event, a power up test was performed and the reported issue could not be duplicated. The root cause could not be confirmed as as the battery readings were all normal at 93 percent. The battery was replaced as a preventative measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a depleted battery and was not communicating, but it was charged. It is unknown if there was a patient involved.